Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim implantable port attached to a catheter in two segments and one cath-lock were returned for evaluation. Gross, visual, microscopic, tactile, dimensional observation and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. Longitudinal splits were noted throughout the edges of the proximal end of the catheter segment. A partial circumferential break was noted approximately 1.9cm from the proximal end of the catheter segment. The edges of the complete circumferential breaks on the ends of the attached catheter were noted to be uneven. The surface of the distal end of the attached catheter was noted to be granular with residue throughout. The edges of the complete circumferential break on the proximal end of the catheter segment were noted to be uneven. The surface was noted to be granular. The edges of the longitudinal splits were noted to be uneven. Two splits were noted on the proximal end of the other catheter segment. Upon wiping off some residue for further evaluation, the surface of one of the splits appeared to be granular. The edges of a partial circumferential break on this catheter segment were noted to be uneven. The surface appeared to be glossy in one region and finely granular in the other region. This damage appears incidental and not directly related to the complaint of catheter separation and dislocation. The investigation is confirmed for the reported catheter fracture, material separation and fluid leak issues. However, the investigation is inconclusive for the reported migration issue as this cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation of the port stem and catheter lock and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A record review for the locking mechanism, catheter dimensions, port connection design, cath-lock configuration and suppliers, confirms that there have been no changes in at least the past five years for port code 8716000. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2026, the patient underwent a port placement procedure using the powerport slim. One week and one day post the procedure, the patient reportedly experienced extravasation and swelling at the port site. On (B)(6) , 2026, the right sided port was explanted and a PICC line was placed on the left. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport slim. 1 weeks and 1 day post procedure, the patient reportedly experienced extravasation and swelling at the port site. On (B)(6) 2026, the right sided port was explanted and a PICC line was placed on the left. The current status of the patient is unknown.